Event description:
While the radiologist was returning the patient to a homing position during an mr scan, the patient's finger was caught in the gap between the magnet cover and the table. The patient's finger broke. The patient received medical treatment.

Manufacturer narrative:
Ge field engineer inspected the system and found that the gap was within specification.